Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was unable to be interrogated. Another programmer was used, but interrogation of the device was still unsuccessful. The interrogation attempt was stopped and re-started and an incorrect measurement was observed. In a subsequent clinic visit, the device was able to be successfully interrogated to resolve the event. The patient was stable and will continue to be monitored.